Event description:
A malfunction on the customer's insulin pump was reported, identified by a specific malfunction code. There was no reported impact on the customer's blood glucose level. Initially, the customer support team guided the caller through resetting the pump, which resolved the issue temporarily, but due to recurrent issues, a pump replacement was recommended. Technical support arranged for the shipping of a replacement pump with updated software, provided instructions for the return of the faulty pump, and confirmed that the customer would transfer their settings and connect to the new device. Customer will continue to use current pump.